Manufacturer narrative:
The field service engineer replaced the roll hydraulic cylinder on the table. The hydraulic system was flushed and bled of air. The table was functionally tested after the repair to verify proper function.

Event description:
The ort100 table drifted during a procedure. Once the drift was noticed, the table was moved back into proper position and the case proceeded successfully. There was no patient injury reported.